Manufacturer narrative:
Attempts had been made at the time of the initial report but that information was not communicated on the medwatch report.

Manufacturer narrative:
.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
A vns consultant reported that he was not able to interrogate a patient's device due to suspected battery depletion. The patient was going in for a generator replacement surgery. After the old generator was explanted and the new generator was connected to the existing lead, the consultant was informed that high impedance was observed on the new generator in the operating room. The consultant suggested disconnecting the lead pin from the generator, cleaning it, and reinserting it back into the generator. After this was performed, high impedance was observed again. The generator was tested using a generator diagnostics test and results were within normal limits. The surgery was ended because the surgeon does not perform a system revision due to possible trauma to the neck. The consultant did not know if the new generator was left implanted in the patient or if the old generator was left implanted in the patient. The patient prior to the surgery reported that the battery in her device had been dead for a few months and that she was supposed to have a new generator implanted last year but the surgery was canceled because of her having another surgery unrelated to vns. There was no trauma or patient manipulation that may have contributed to the high impedance that was observed in the operating room.

Event description:
Attempt for additional information have been unsuccessful to date and not additional information has been received.

Event description:
During the battery replacement surgery, the leads were found to be corroded and there was brown fluid in the surrounding area, so the surgeon cut the leads and removed the battery pack.

Event description:
It was reported that the patient is not going to undergo battery change or anything else related.